Manufacturer narrative:
Section a: patient age was not provided, request for this information has been made. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted concerning low voltage alarms. The patient presented in the emergency department (ed) due to low voltage alarms on (B)(6) 2025 which prompted them to change their system controller. The patient reported they changed their batteries, but it did not resolve the alarm and that their primary center advised them to change their controller. Of note, the patient was only supplied with one set of clips so the patient was unable to change them. There were no alarms since and no symptoms at the time. The patient was discharged from the facility. The event log file recorded several low power advisory events while connected to battery power on (B)(6) 2025. The events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. The reduction in the signal value is causing the low power advisory alarms. The cause of the alarms was likely wear and tear on one of the connections on the battery clips. New clips were provided by the hospital, and no further alarms were noted.

Manufacturer narrative:
Section h6 (health effect - impact code): correction. Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via log file review. The heartmate 3 system controller, serial number (B)(6), and corresponding battery clips did not return for analysis. The system controller event log file was reviewed, and timestamps span approximately 3 days from 17:15:04 on 28apr2025 to 17:01:10 on 01may2025. From (B)(6) 2025 at 19:49:13 to (B)(6) 2025 at 17:07:06, intermittent, atypical power cable disconnect alarms and a low power advisory alarm not associated with power source exchanges or routine battery depletion were active as the relative state of charge (rsoc) on either the black or white power cable dropped. These alarms occurred while connected to battery power and cleared as the cable rsoc values returned to normal values. Additionally, a low power hazard alarm activated at 16:39:15 due to the rsoc voltage on the black power cable dropping while an atypical power cable disconnect alarm on the white power cable was already active. The low power hazard alarm cleared at 16:39:21 on (B)(6) 2025 as the rsoc voltage on the white power cable was restored; the alarm then returned at 16:39:38 due to the white power cable being disconnected. The low power hazard alarm resolved at 16:39:40 as the white power cable was reconnected. The driveline was disconnected at 17:25:54 on (B)(6) 2025 to exchange the system controller, and the system controller was shut down at 17:35:05. The pump maintained a speed within the expected range throughout the log file while the driveline was connected. Additional information provided stated that the cause of the alarms was not identified but may have been due to wear and tear on one of the connections in the battery clips. The patient was provided with new battery clips. It was reported that there were no further alarms, and no product would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Heartmate 3 lvas instructions for use section 2 entitled ¿system operations and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ details the two appropriate methods in which the system controller can be exchanged. Within this section it emphasizes the user to not attempt to change your system controller without having a trained, competent caregiver at your side to assist. It further instructs the user to follow all alarm instructions, including calling the hospital. Failure to do so may result in injury or death. Heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including connect to power and low voltage alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. This section states to clean the contacts on battery clips lightly with alcohol to ensure proper connection. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.